Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's reported issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. The paring and functionality of the returned footswitch had no issues. The following information from the instructions for use (IFU) pertains to this event: "if wireless footswitch connection issues are encountered, try moving the wireless footswitch closer to the system console. If the relocation of the wireless footswitch fails to resolve the connection issue, try moving the system console and wireless footswitch away from any wlan access points." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the laser footswitch could not properly configure the wireless foot pedal to the system. The customer reported the "cannot configure" error was displayed. This event occurred prior to a therapeutic ureteroscopy procedure. The procedure was completed with an alternate device (wired footswitch). There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.